Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient was in an assissted care facility. On (B)(6) 2024, the nurse found the patient's bg was low (unknown which device was showing low bg) and the patient was "less responsive". The nurse provided the patient glucose. The patient's spouse did not know what the cgm was displaying during this time. The nurse called emergency medical services and the patient was transported to the hospital. At the emergency room, the spouse stated that there was a difference in readings of 100 to 150 points. The patient was treated with IV fluids and was at the hospital for one day. At the time of the report, the patient was doing fine, was now responsive and felt better. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.